Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic after receiving a vibratory alert a day after the elective replacement indicator was unexpectedly triggered. The device longevity was noted stable three months prior to the alert. The patient has no adverse issues and will be scheduled for a generator replacement. No further information is available.